Manufacturer narrative:
(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
As a result of an inspection that was completed as part of correction and removal initiated by ge healthcare (gehc) on 21-apr-2022 (recall no. Z-1285-2022, z-1286-2022), this unit was identified as having a battery performance that indicates it may be impacted by the issue described in the recall no. Z-1285-2022, z-1286-2022. There was no patient involvement.